Manufacturer narrative:
Lead: model 3888-45, lot# v660238, implanted: (B)(6) 2011, explanted: na, lead: model 3777-60, (B)(4), implanted: (B)(6) 2011, explanted: na, extension: model 3708220, (B)(4), implanted: (B)(6) 2011, explanted: na, programmer: model 37743, (B)(4).

Event description:
It was reported that the patient's neurostimulator was turned off "because it doesn't work." When asked if it had ever worked the patient stated "for about five minutes." The patient had stimulation in the wrong location, and indicated that due to the placement of the lead they were unable to reprogram stimulation to provide the correct coverage. The patient planned to undergo an implantable pump trial. Additional information has been requested, but was not available as of the date of this report.